Manufacturer narrative:
Tracking #.57274/j. D5,6; h4: info not available, device not returned for analysis.

Event description:
It was reported the device was used during a laparoscopic bilateral hernia procedure. It was reported the ems stapler jammed and the staples would not feed forward. The case was completed by pulling two ems staplers which functioned properly. There was no consequence to the pt.